Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 mm and appeared unused. A magnified photo of the laser fiber tip revealed signs of minimal normal degradation. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was not visible. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6), 2014. Reportedly, the laser unit was set to 10hz, short pulse, 1.5joules, total watts 15.according to the complainant, during the procedure, the laser fiber connector overheated and the nurse sustained a superficial burn on the right thumb and index finger, approximately 1cm in length and 2-3cm in width, while attempting to remove and change the fiber. It was reported that the burn was treated with flamazine, not requiring additional intervention. The procedure was completed with the same flexiva laser fiber.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. Reportedly, the laser unit was set to 10hz, short pulse, 1.5joules, total watts 15. According to the complainant, during the procedure, the laser fiber connector overheated and the nurse sustained a superficial burn on the right thumb and index finger, approximately 1cm in length and 2-3cm in width, while attempting to remove and change the fiber. It was reported that the burn was treated with flamazine, not requiring additional intervention. The procedure was completed with the same flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.